Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead was found to exhibit high impedance measurement. The physician made several attempts repositioning the rv lead but the impedance measurement remained high. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Electrical testing found no conductor fractures or internal shorts. Visual and x-ray examinations of the lead found no anomalies except for procedural damage. No other anomalies were seen.